Event description:
The customer reported that the unit has multiple error code messages. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.